Event description:
Physician was attempting to treat a lesion using admiral xtreme dilatation balloon. It was reported that the device was advance to the target lesion but during inflation the balloon ruptured at 5atm on first inflation and a pressure drop was noted. No issues were noted during the preparation of the device. The device was being used to pre dilate the lesion. There was no injury or clinical sequelae to patient.

Manufacturer narrative:
Evaluation, results: (based on the information available no root cause can be determined). No results available since no evaluation was performed (evaluation in progress). Evaluation, conclusion: conclusion not yet available- evaluation on progress: (based on the information available no root cause can be determined). (B)(4).

Manufacturer narrative:
(Event most likely procedural related). Deformation problem.

Event description:
Evaluation summary: after proper cleaning operations, we have visually checked the device. The proximal portion and the shaft have no defects. The balloon is confirmed to have been inflated and it shows a longitudinal burst. No other damages are present all along the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.